Event description:
A valiant stent graft system unknown was implanted for the endovascular treatment of a thoracic aortic aneurysm. It was reported that the physician fenestrated the stent graft and after implantation, minor proximal type I endoleak was seen coming from this fenestration was seen into the left subclavian artery. The physician believes the procedure went well as planned. No intervention was required and the patient is being monitored. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).